Manufacturer narrative:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. The ventilator was investigated on site by our field service engineer and according to information the unit would not turn on. After dissembling the unit corrosion were found on pcb control and pcb monitoring, it was also noted that the air filter, knob cover and the protective cover for the screen were missing. Reported issues confirmed by provided photos. It has remained unknown under which circumstances the liquid entered the unit and despite several reminders, we didn't receive the confirmation of part replacement. No root cause for the liquid spill on the reported pcb boards can be established by this investigation however, the most probable root cause is usability issue. To avoid this scenario in the future, additional liquid protection solutions was implemented for units with serial numbers above (B)(6). Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).